Manufacturer narrative:
Further information was requested but not received.

Event description:
During remote monitoring, the device delivered inappropriate anti-tachycardia pacing after incorrectly interpreting a fast atrial fibrillation as a ventricular tachycardia. The patient was later seen in clinic, and with assistance from abbott technical support, the device was reprogrammed to avoid any further episodes of inappropriate therapy. The patient was in stable condition.